Event description:
The customer reported to olympus, the pneumoperitoneum pressure of the high flow insufflation unit did not rise after continuous operation for 20 minutes resulting in insufficient air supply for exhaust smoke. The issue was found during the therapeutic urological surgery procedure. The device was replaced, and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customers complaint was not confirmed. The device evaluation found the event was not reproduced and no visual abnormality was found. Smoke had been discharged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that insufflation may have been weak because insufflation pressure had not risen due to the twist/buckling/drilling of the insufflation tube. However, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.